Event description:
Customer reported that the blood glucose reading was running high and that the reservoir was leaking. The blood glucose reading was 250 mg/dl. Customer reported that she changed the reservoir and received a motor error alarm. Customer could not recall any significant event leading to this alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer stated that she was unable to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted. The motor was tested outside of the device and passed. No moisture damage was noted on the motor or electronic assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.